Event description:
It was reported in a total knee arthroplasty case, upon opening and inspection of the packaging per the IFU, it was noticed that the inner packaging of a tibial baseplate was damaged, the implant was not opened or used in surgery. A second identical implant was inspected and opened without report of issue. Surgery was performed, without any delay, there was no impact to the patient.